Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the anchor was broken, exposing the insertor. There was a considerable fragment missing near the eyelet. A visual inspection revealed that the device anchor had fractured and bent to the side at the end of the insertor. There was debris on the device indicating use, but the anchor itself did not have significant debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. ¿ use of excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, improper preparation of the insertion site, or off-axis insertion. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an shoulder rotator cuff repair the twinfix ultra ha was broken. The procedure was completed with delay of 30 minutes or less using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an shoulder rotator cuff repair the twinfix ultra ha was broken. The procedure was completed with delay of 30 minutes or less using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.